Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer had reused the cartridge (customer did not know how long cartridge had been in use) and the insulin that came out of the luer lock was gelled. Customer's blood glucose level was impacted (599 mg/dl). During troubleshooting with tandem technical support, customer indicated that insulin, cartridge, and infusion set will be changed.